Event description:
It was reported that deflation slow and difficulty removal occurred. The 50% stenosed target lesion was located in the mildly tortuous and moderately calcified arm shunt. A 7.0 x60, 75cm gladiator balloon catheter was advanced for dilation and inflated at 5-8 atmospheres for 2 minutes but the balloon was not able to deflate completely. Balloons fluid mix was completely aspirated, however, the physician stated that the balloon retained air and the air bumbling the balloon prevented it from deflating and therefore had to be pulled out with great difficulty after all attempts to remove the residual air in the balloon was attempted. The balloon was finally removed with force and a gladiator elite 7x40x75 was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
H6: device code for break was removed. Device evaluated by manufacturer: a gladiator device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure of 20 atmospheres using inflation media glycerol/water and no leaks were noted. A vacuum was then applied, and the balloon deflated fully in 19 seconds. The deflation time was verified using digital timer. The deflation time from rated burst pressure must be less than or equal to 60 seconds. The balloon was inflated to its rated burst pressure and deflated on three more occasions with no leaks noted in the device. The times were measured at 19, 17, 16 seconds. The inflation device was verified at 20 atmospheres before and after use with a calibrated pressure gauge. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip of the device. A visual and tactile examination identified no issues with the shaft of the device. A visual examination found no issues or damage to the markerbands of the device.

Event description:
It was reported that deflation slow and difficulty removal occurred. The 50% stenosed target lesion was located in the mildly tortuous and moderately calcified arm shunt. A 7.0 x60, 75cm gladiator balloon catheter was advanced for dilation and inflated at 5-8 atmospheres for 2 minutes but the balloon was not able to deflate completely. Balloons fluid mix was completely aspirated, however, the physician stated that the balloon retained air and the air bumbling the balloon prevented it from deflating and therefore had to be pulled out with great difficulty after all attempts to remove the residual air in the balloon was attempted. The balloon was finally removed with force and a gladiator elite 7x40x75 was used to complete the procedure. There were no patient complications reported.